Manufacturer narrative:
A ge rep evaluated the system and replaced the high voltage tank and snubber pcb. System operates as intended.

Event description:
Customer reported an overload fault error was displayed. No pt injury was reported.